Event description:
During the routine follow-up of the device involved in this report, an "overload warning message" was displayed. This message was considered abnormal: it is associated with a shock deliverance, nevertheless, a shock therapy was never delivered by this device.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4). Inappropriate "overload" warning message was posted in response to data transmission errors that did not trigger "communication error" warning. Two bits that affect the displays were incorrectly received by the programmer, leading to the above described statistics discrepancies. The reported event involved no risk for the patient. The ICD operated as specified, and can remain implanted without further action.